Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a vehicular accident. The caller did not know the customer's blood glucose at the time of death. It was not possible to verify the customer's last recorded blood glucose value as the caller did not have the customer's insulin pump. The customer was wearing the insulin pump at the time of death. The customer did not use sensors. The caller agreed to return the insulin pump for analysis once they get it back.